Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: one of the strut¿s is perforating the vena cava. Reportedly discovered during filter retrieval case. No impact on patient reported. No product was returned for analysis and despite several inquiries additional information could not be obtained. Consequently, based on the very limited information provided it would be inappropriate to speculate at what may or may not have caused the celect filter to penetrate the vena cava after an unknown dwell time. No evidence to suggest that device was not manufactured according to specifications cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Investigation is still in progress.

Event description:
Description of event according to initial reporter: one of the strut's is perforating the vena cava. Patient outcome: no adverse effects was reported on the patient due to this occurrence.